Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after experiencing syncope, it was found the device experienced output anomalies. Interrogation showed there were times of complete inhibition of output. The patient was working right before he passed out and had bumped his head. The patient was working in an autobody shop at the time of the syncope. Programming changes were made until replacement is completed. System replacement was recommended. The patient will be monitored.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
New information received states the device was explanted. No further information is available.